Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the products were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage and under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and has adjustment problems and can only be adjusted within a range of 3 to 8 cmh2o. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the adjustment problems of the valve. Internal inspection: after dismantling of the valves, deposits were found in all components. Results: based on our investigation results, we can determine a limited adjustability of 3 to 8 cmh2o at the valve. The deposits visible in the valve have led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. Furthermore, we can detect visible deposits in the shuntassistant 2.0 and in the pediatric controll reservoir. The deposits did not affect the technical properties at the time of the examination. The examination of the return shipment is completed with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx673t) was implanted during a procedure performed in (B)(6) 2023. According to the complainant, the shunt system caused an overdrainage/underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.